Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt poorly and laid down. The patient's spouse found them unresponsive twenty minutes later. Cardiopulmonary resuscitation was performed by emergency medical services and the patient was externally defibrillated two times to convert the ventricular tachycardia (vt) and ventricular fibrillation (vf) arrhythmia. A device interrogation found that the device did not detect the arrhythmia and did not deliver therapy due to the right ventricular (rv) lead undersensing. There was also an alert note on the rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.